Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during equipment testing at the user facility that the safety switch on the device is sticking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during equipment testing at the user facility that the safety switch on the device is sticking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.